Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that her implant stopped working so she stopped using it and didn't charge it and now the implant won't charge anymore so she hadn't been using the implant at all. The patient reported that this was the first time she hadn't charged her implant for an extended period of time. The patient reported that she wasn't sure what to do with all her external equipment. The patient reported that she did hope to use the implant again. The patient was redirected to their healthcare provider (hcp) to address the possible over-discharge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the implant just stopped. The patient was reprogrammed but the implant not working and not charging had not been resolved.